Event description:
The patient was enrolled in the immuwhy clinical study with patient identifier (B)(6). It was reported the patient had prolonged hospitalization due to low platelet counts. On (B)(6) 2021, the patient was treated with therasphere 103 gy along with study medication durvalumab and tremelimumab. On (B)(6) 2021, the patient was diagnosed with thrombocytopenia/low platelet counts (grade 4) and hospitalization was prolonged for further observation. On (B)(6) 2021, the symptoms were resolving, and the patient was discharged from the hospital.

Manufacturer narrative:
A2 age at time of event: year of birth (B)(6). E1 initial reporter address 1: (B)(6). D3, g1 manufacturer zip/postal code: gu9 8ql.

Event description:
The patient was enrolled in the immuwhy clinical study. It was reported the patient had prolonged hospitalization due to low platelet counts. On (B)(6) 2021, the patient was treated with therasphere 103 gy along with study medication durvalumab and tremelimumab. On (B)(6) 2021, the patient was diagnosed with thrombocytopenia/low platelet counts (grade 4) and hospitalization was prolonged for further observation. On (B)(6) 2021, the symptoms were resolving, and the patient was discharged from the hospital.

Manufacturer narrative:
A2 age at time of event: year of birth 1938. E1 initial reporter address 1: (B)(6). D3, g1 manufacturer zip/postal code: gu9 8ql.